Event description:
A center director reported patient with stage two diffuse lamellar keratitis (dlk) and light sensitivity at lasik post-operative visit. Additional information indicated the patient's topical steroid dosage with increased. Additional information has been requested. This report references the left eye. An additional report will be filed for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).